Event description:
It was reported to ge that a nurse ran into the injector, resulting in two teeth being knocked out and being knocked unconscious for four minutes. The injector was mounted too low and was in the process of being evaluated to see if remounting should be done. The ge service engineer had warned the staff that the injector was too low and carae szhould ne excercised aaround itdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jun-93. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.